Event description:
A durable medical equipment supplier (dme) reported that a continuous positive airway pressure device (CPAP) was emitting smoke and an electrical burning odor. The unit was reported to have a small, hole (3/8" x 1/2") in the top enclosure, apparently the result of a failure of the device's printed circuit assembly (pca). There was no report of injury or harm.

Manufacturer narrative:
The device has been recently returned to the manufacturer for evaluation. An investigation has been initiated and a follow-up report will be filed when the investigation is complete.